Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Patient reported left side "possible rupture, golf ball knot, can't lift arm - which is not device related, scar tissue, pain and implant not in the right spot". The device remains implanted.